Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was cracked and it was discarded. There are two medical device reports associated with this report. This is 2 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in b.5., d10. And h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received and stated, lens did not deploy when surgeon attempted to implant and lens was removed from eye during initial procedure. There was patient contact and the procedure was completed on the same day.